Event description:
It was reported that after a da vinci-assisted surgical procedure, the clip failed to close on the clip applier instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The clip applier instrument was analyzed by failure analysis and found the primary failure of broken input to be related to the customer reported complaint. The instrument was found to have multiple input disk broken. Input disk #7 was found broken into pieces inside of the housing. Hairline cracks were found on input disk #6. As a result of the broken inputs, the instrument failed engagement.